Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip scissored on the cystic duct. The surgeon pulled the scissored clip off the duct and put 2 clips distal to where the clip was pulled from the duct. A few days after the procedure, the patient returned with a leak. They x-ray and a CT scan was performed and determined that the leak was located proximal to where the scissored clip was pulled off the duct. The surgeon suspects that when the scissored clip was pulled off, it created a hole. The leak was corrected, and the patient is currently okay. The device was discarded.